Event description:
Device 1 of 2. Ref MFR report #1627487-2013-05098. On (B)(6) 2012, the pt underwent a trial procedure. During the procedure, the pt experienced cerebrospinal fluid leakage. A few days after the procedure, the pt experienced kidney stimulation and numbness in her legs. As a result, both leads were removed. The pt was given antibiotics and will pursue other treatment options. The doctor feels the pt is not a candidate for an scs system due to psychological reasons.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.